Event description:
During attempt to insert an avanos corflo nasogastric/nasointestinal feeding tube, nurse experienced difficulty advancing the tube past the et (endotracheal tube) tube. When unsuccessful advancement was apparent, the tube was pulled out, the yellow tip of the tube was missing. Stat x-ray confirmed the tip was lodged in the patient's throat, requiring removal via bronchoscopy, which the patient had to go for anyway to clear out copious secretions of both right and left bronchial lobes from aspiration.